Event description:
This was reported to pajunk on (B)(6) 2005 by (B)(6) via phone. Hosp reported to (B)(6) on (B)(6) 2005. The basic incident happened on (B)(6), 2005 but it did not get reported to (B)(6) until (B)(6) 2005. Risk manager is anesthesiologist, performed a primary c-section by doing a spinal-using a spinal needle on (B)(6) 2005. The pt, a (B)(6) female had a normal c-section- delivered and went home two days later. Starting in (B)(6) the pt reported to go to the ER a few times complaining of severe back pain. On (B)(6) 2005, she went to her primary care doctor and complained to him of back pain and showed him a bruise on her back- he felt her back and a needle tip had migrated to the superficial area of the skin- he pulled the needle out of her back. No one had noticed after doing the c-section on this very obese pt that the needle had broken. Pt is fine now. The approx size of the needle that was removed is 3 inches. The needle tip will be sent to pajunk (B)(4) in (B)(6) for review.

Manufacturer narrative:
It is more than disputable that the device indeed is a pajunk device.